Event description:
Iabp in place in ICU with full battery charge indicated. Patient to radiology for CT, on trip back to ICU the battery alarmed and then shut off. Had to stop and plug iabp in and seemed to have an issue pumping the helium. Pump reset and back to ICU.